Event description:
During a patient transport to a hospital, the customer reported that the device failed to deliver defibrillation therapy and provided the "connect electrodes" message. The patient was a middle-aged male in ventricular tachycardia (vt) with a pulse and the electrodes were attached to him following proper skin preparation. There was no indication of hair, sweat or other fluids on the skin. The responding paramedic attempted to defibrillate but the "connect electrodes" message displayed and it would not deliver therapy. The patient rhythm remained in vt during the approx 10 minutes transport. At the hospital, the patient was shocked five times and converted to a normal sinus rhythm. The patient was resuscitated. There are no known adverse outcomes due to the device use. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be a partially disconnected therapy connector ribbon cable from the therapy pcb assembly. The cable was reseated and proper device operation observed through functional and performance testing. The device was returned to the customer after reseating the cable and completion of other unrelated failures. Further cause for the cable disconnection could not determined.